Event description:
The customer reported to customer service that the power supply for her pump became very warm and will not power her breast pump. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. The initial report by the customer did not give indication that it was a reportable issue. However, upon receipt of the transformer, it was noted that the transformer housing had melted and a breach had formed. After this initial analysis, the transformer was disposed of. A breach in the transformer housing is a safety risk. The product involved in the complaint is no longer available for further eval/investigation. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.